Manufacturer narrative:
The product remains implanted and is thus not available for analysis. As reported in a legal brief, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, migration of the ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, plaintiff underwent placement of ' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, migration of the ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.